Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device triggered elective replacement indicator and premature battery depletion is suspected. The device was explanted and replaced. There were no reported patient complications as a result of this event.